Event description:
Per the clinic, the patient experienced electrode extrusion and performance issue with implanted device (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. The patient was re-implanted during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.